Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a "small purple molecule" was found "fixed" in the bd plastipak¿ syringe luer-lok¿ tip during use after medication had been drawn into it from the vial. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "subject's dad called site the evening of 11/14/2019 because there was a small purple molecule in the syringe after mom drew the medication from the vial. The small purple particle was not free floating. Dad says it looked like it was fixed to the syringe. Yes, confirmed the supplied syringe was used."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a "small purple molecule" was found "fixed" in the bd plastipak¿ syringe luer-lok¿ tip during use after medication had been drawn into it from the vial. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "subject's dad called site the evening of (B)(6) 2019 because there was a small purple molecule in the syringe after mom drew the medication from the vial. The small purple particle was not free floating. Dad says it looked like it was fixed to the syringe. Yes, confirmed the supplied syringe was used."